Event description:
B-d interlink vial access cannula product number 303367. Problem with blue plastic sharps breaking off inside the clear plastic hub. This blue fragment is small with the potential for injection into a pt if not noticed prior to use. Defective cannulas that were found to have this problem -2- were given to the b-d representative for investigation and correction.